Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failures alarm during the self-test. The customer's blood glucose levels were 11.4 mmol/l at the time of the incident. The customer was assisted with troubleshooting. The customer reported that the insulin pump alarmed and they had to rewind. The customer replaced the battery and the system initialized rewinds. The device operating procedures were followed and the insulin pump displayed the pump error for the first time occurred; however, the system restored. The self-test performed displayed the insulin pump error. The device will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Pump error 63 confirmed in device history with variable (003) due to broken trace at pin 1 (vdd) and pin 6 (sda) on u1 keypad assembly.